Manufacturer narrative:
Additional information was requested from the reporter. No additional information was provided. The device was evaluated, and the reported issue was confirmed. The forceps passage could not be passed due to the foreign object. The plastic distal end cover glue had a chip. The bending section cover glue was cracked. The objective lens glue was worn. The insertion tube and light guide tube had minor scratches. The angulation was low. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use for a diagnostic procedure, the forceps could not be put through the channel on the evis exera ii gastrointestinal videoscope. There was something wrong with the channel. No patient injury reported. During the evaluation of the device, it was noted the forceps passage had a foreign object from the mount. There was no passing five (5) centimeters from the biopsy port due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the forceps passage had a foreign object from the mount. There was no passing five (5) centimeters from the biopsy port due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was also unable to be identified. There were no reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.